Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer¿s blood glucose level ranged from 91-92 mg/dl. In addition, it was reported that on one of the occasion after getting a minimum fill notification, the cartridge septum came off the cartridge. Reportedly, the customer loaded a new cartridge to resolve the issue.